Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the ilet pump, after which the screen assembly separated from the back housing and the display would not power on, though the device continued to vibrate and dosing appeared ongoing via the paired app; this was assessed as a device display component issue associated with bonding failure. Symptoms included hyperglycemia to 300 mg/dl and nausea after the user disconnected and used backup insulin therapy. Outcomes included the need for unexpected medication intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a mechanical display failure and loss or failure of bonding of the screen bezel/display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.